Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery. The customer's blood glucose was 365mg/dl at the time of call. Trouble shooting was declined for the no delivery issue. The insulin pump will not be returned for analysis.